Event description:
Caller states, the patient tested 7.8 inr and 7.7 inr on the coaguchek xs system while a comparison lab returned as 5.03 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.